Manufacturer narrative:
MDR 3003442380-2024-00834 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that within the last month, the patient's infusion set fell off during use and the blood glucose level ranged between 180-200 mg/dl. The infusion set had been used for 36 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.